Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular (rv) lead had an apparent lead fracture and high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 15 - ventricular nst<=210 ms average v-cycle on (B)(6) 2010. One - vf=210 ms on (B)(6) 2008. Sensing - interference/noise: ventricular short interval count v-sic=1869.0 counts avg/day, in 5.61 days, between (B)(6) 2010 and (B)(6) 2010. Impedance - high resistance/impedance: two - patient alerts out of tolerance lead impedance on (B)(6) 2010 and (B)(6) 2010. Daily pacing impedance trend data shows an abrupt increase for rv pace=736 to 2400 ohms peak between (B)(6) 2010 and (B)(6) 2010. (B)(4): partial lead in segments returned and analyzed; proximal conductor fractured. Additional findings include the defib conductor distorted and cut, proximal conductor distorted, several conductors blood/body fluid (not obstructed). Also outer tubing overlay cosmetic environmental stress cracking (esc) and breached cut. Outer insulation cosmetic depression, exposed defib coil white substance, outer insulation cosmetic depression, lead stretched and flexed.

Event description:
It was reported that the right ventricular (rv) had an apparent lead fracture and high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.